Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was duplicated. Based on the investigation details, a possible cause was corrosion and problems with the e-box, which was replaced along with other components.

Event description:
It was reported that the handpiece began overheating while the equipment was being tested. There was no patient involvement. There were no adverse consequences reported as a result of this event.